Event description:
The customer contacted baxter's service center regarding therapy assistance which occurred on the homechoice (hc) during use while the patient was not connected. The home patient (hp) stated that she connected the heater bag to the blue final line, and the supply bag to the red heater line. She then realized what she did during the prime, and disconnected the bags and reconnected them correctly. However, the hp did not close the clamps and solution leaked out. The hp wanted to know what to do. The technical service representative (tsr) explained that the hp needed to start over with all new supplies due to possible contamination. The hp understood. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance spoke with the care giver on (B)(6) 2012. When asked about the leak, she stated that the hp stated that "it was not that bad". She would not provide further information regarding the incident and ended the call.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak is confirmed because disconnecting the solution bags is a use error that can cause a leak, leading to contamination. This is a report of a leak during the priming stage, where the home patient stated that she connected the heater bag to the blue final line, and the supply bag to the red heater line. She disconnected the bags and reconnected them correctly, but did not close the clamps and solution leaked out. A labeling review found the labeling to be adequate for the use/user error identified in this incident.